Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2017; product ID: 457445 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) and the cardiac resynchronization therapy defibrillator (crt-d) provided shock therapy. The physician noted that the crt-d paced through the vf episode and the right ventricular (rv) lead exhibited undersensing after the shock. The patient later died in a manner unrelated to the device system.